Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to the report, the patient was hospitalized due to the reported cgm inaccuracy. No additional details regarding the circumstances of the event, glucose values, symptoms, diagnosis, treatment, or hospitalization were provided. Follow-up attempts were made to obtain further information and clarify the event details; however, no response has been received. At the time of reporting, no further information was available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.